Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was most likely due to patient anatomy. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/ descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels¿. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with echocardiography guidance.¿ section: warnings & cautions: cautions: never advance the guidewire or sheath when resistance is met. Determine the cause of resistance using fluoroscopy and take remedial action. This report is being filed as part of a retrospective review of historical records.

Event description:
A patient in shock from doxorubicin induced cardiomyopathy was admitted for medical management. The patient's presenting oxygen saturation (o2 sat) results were 30-40% with a cardiac index of 1.7. An intra-aortic balloon pump was placed where the patient had no major improvements to the o2 sat or the cardiac index results. The decision was then made to place an impella 5.5 for increased mechanical circulatory support. During the delivery of the impella 5.5 to the left ventricle, it was reported multiple unsuccessful attempts were made to advance the impella 5.5 through the graft anastomosis site. During these attempts, the 0.018 wire came out of the left ventricle. The decision was made to remove the impella from the graft and tunnel the graft more laterally and less inferior. The graft was also trimmed before the sheath and graft locks were placed in the graft. An angled pigtail and j wire utilized to re-cross the aortic valve and placed in the left ventricle apex. The j wire was exchanged for an 0.018 steel core wire. Viper slide was then coated on the impella cannula to allow for smoother advancement of the impella through the graft and anastomosis. The impella 5.5 was placed on the steel core wire and advanced into the left ventricle with minimal difficulty and support was initiated. The patient remained on support until successfully weaned and explanted.